Event description:
Additional information received from a healthcare provider (hcp). Patient (pt) is needing MRI of the shoulder. Caller states ins battery is dead per pt. Caller states there is a note dated on (B)(6) 2021 in pt's chart from a nurse indicating that 6-7 months ago (from date of note) the "paddle migrated causing pain throughout the body". Caller had no additional info regarding this but noted pt is going to see a provider regarding having the spinal cord stimulator (scs) removed. Hcp called back to state the radiologist has confirmed that this patient's scs leads terminate at t8. Caller re-stated information already documented. Technical services reviewed eligibility with caller.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported the ins has been off for 4-6 months because the leads and paddle slipped and caused pain in the back and legs so he turned off the ins. Patient stated the hcp will be removing or repositioning the ins in the near future. Further information was received from a healthcare provider (hcp) that the patient needed a MRI. Caller states the pt said the lead may have moved and hcp is wanting an MRI done to see where the lead is as they are contemplating removing the scs. When asked caller why pt thinks the lead has moved, caller states the pt said because the stimulation does not feel right, pt gets "sharp pain" in his neck, arms and fingers from the stimulation.